Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after experiencing a syncopal episode. An internal technical service consultant was contacted for representative notification assistance. At this time, it is unknown whether this device contributed to the syncopal episode.

Event description:
Additional information was received. No device revision was performed. There was no evidence that the syncope was device related.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed.

Manufacturer narrative:
According to available information, this device remains implanted. When additional information is obtained, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.